Event description:
Customer reported that he had unexplained high blood glucose and dka. Called the paramedics and he was hospitalized. The blood glucose reading was 480 mg/dl at the time the paramedics arrived. Customer stated that his insulin pump had multiple motor error and no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.